Event description:
The surgeon attempted to implant a 3-piece silicone lens model aq2010v and the haptic crimped prior to insertion. The cause of the lens damage was unknown. The lens was not implanted and there was no patient contact or injury.